Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death (with the hematoma and ventricular rupture) could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that immediately following implant of this 27 mm bioprosthetic valve, it was explanted and replaced with a 25 mm valve due to bleeding from the left side of the heart, presumably due to disruption of the atrio-ventricular (av) groove. During procedure, a hematoma was discovered in the basilar area of the ventricle between the area of the papillary muscle and the av groove. A significant amount of suturing was applied with bioglue; however, the bleeding was persistent and worsened. Due to the risk involved in the already prolonged crossclamp time and rearresting the heart, the physician did not feel it was safe to continue to intervene. The patient was weaned from bypass and admitted the intensive care unit in critical and grave condition. Subsequently, the patient expired from spontaneous ventricular rupture. Relevant medical history includes: dyspnea, severe mitral stenosis, significant calcification of the anterior and posterior leaflets, endocarditis. If information is provided in the future, a supplemental report will be issued.